Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low readings multiple times since (B)(6) 2021 and her child provided jam and sugar on several occasions. The sensor readings were still low and customer experienced frequent urination and dizziness. On (B)(6) 2021, firefighters were called and re-sugared the customer without any capillary reading, and she was transported to the hospital. Upon arrival at the hospital, a blood glucose reading of 280 mg/dl was obtained on the healthcare meter compared to sensor reading of 48 mg/dl, and customer was treated with unspecified dose of insulin (type unknown). The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.